Event description:
It was reported that the right ventricular (rv) lead had loss of capture, high impedance, and a suspected fracture. It was also reported that the right atrial (ra) lead had elevated thresholds and a suspected fracture. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned. There were no anomalies found. It was noted that all conductors were distorted and had blood/body fluid (not obstructed). The outer insulation was breached cut and had cosmetic depression. There was blood in/on the helix/lobe mechanism. There was tissue on the helix and the lead was stretched. It was visually noted that there was apparent explant damage. (B)(4) the full lead was returned and analyzed. It was visually noted that there was intermittency between the pin and the cap of the is-1 connector. It was also noted that the defibrillation conductor was distorted. There was blood/body fluid on the outer tubing overlay and it was breached cut. There was blood in/on the helix/lobe mechanism.